Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 07/22/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(4) 2015. Customer performed a back to back blood test 177mg/dl and 179mg/dl non-fasting. Reviewed meter memory 164mg/dl, (B)(6) 2015 07:04:00 am, fasting:yes. 348mg/dl, (B)(6) 2015 09:59:00 pm, fasting:no. 148mg/dl, (B)(6) 2015 08:30:00 pm, fasting:no. 182mg/dl, (B)(6) 2015 09:14:00 am, fasting:no. 247mg/dl, (B)(6) 2015 10:43:00 am, fasting:no. Memory concerns:customer 348 , 148 , 182 , and 247mg/dl. Customer states she does not recall receiving results obtained from memory of 348 , 148 , 182 and 247mg/dl , also the date and the time for results 1-4 are incorrect as well .